Manufacturer narrative:
(B)(4) additional information: colostomy has not been reversed yet. Patient is doing fine. Will be reversed soon.

Event description:
It was reported that during a laparoscopic hand assisted sigmoid colectomy procedure, the device was fired and when surgeon did leak check, he found that the anastomosis was leaking. The case was converted to open and a colostomy was performed. At this time, the colostomy is intended to be temporary until surgeon sees how patient heals.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.